Event description:
The customer reports at the start of a laparoscopic appendectomy procedure using an endoeye flex deflectable videoscope with a visera elite video system center, then the two devices were connected together to start the procedure, the error code b30 was displayed and there was no image. There was no other endoscope set available for a back-up, the procedure was discontinued. There were no adverse effects to the patient as a result of this occurrence. Case with patient identifier (B)(6) reports the ltf-s190-5 used in the procedure. Case with patient identifier (B)(6) reports the otv-s190 used in the procedure.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. Preliminary findings are reported in adverse event problem and additional MFR narrative. The investigation is ongoing. Physical evaluation of the suspect device: the user's report of no image is confirmed. Scratches were found on the curved rubber. No leak was detected. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the accumulation of electrical stress due to repeated energization, or accidental overcurrent such as the application of static electricity. It is recommended that the user facility inspect the device prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.